Manufacturer narrative:
The cause for the discordant toxoplasma g (toxo g) results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2018-00091 and 1219913-2018-00092 were filed for the same event.

Event description:
False positive advia centaur xp toxoplasma g (toxo g) results were obtained on three different draws from the same patient. The positive results were found to be discordant with the negative results from alternate methods and a screening test. The positive results were questioned by the physician. The toxo m results were negative on the advia centaur xp platform and the other methods. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2018-00093 on february 20,2018. Siemens filed the MDR 1219913-2018-00093 supplemental report 1 on march 23, 2018. (B)(6) 2018 additional information: the patient is pregnant. (B)(6) 2018: the customer had a patient sample that recovered positive with advia centaur xp toxoplasma igg (toxo g) lot 061227 and non-reactive with alternate method. This patient had recovered positive with the advia centaur xp toxo g during testing in august and november of 2017, and non-reactive with alternate methods at that time as well. The sample is not available to be sent in for further evaluation. Testing with a heterophilic blocking tubes (hbt) and /or with non-specific antibody blocking tubes (nabt) was not performed at the customer's site. This seems to be a patient specific issue. The quality control data was not provided and the calibration data was limited. Siemens reviewed the number of tests sold (360,300) for toxo g lot 061227 and the complaint rate is within the instructions for use (IFU) (10629904 revision aa, 2016-04) total specificity claim of 99.6%. Based on the available information advia centaur xp toxoplasma g lot 061227 is performing as intended. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00091 supplemental report 2 and 1219913-2018-00092 supplemental report 2 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on (B)(6) 2018. On 03/01/2018 additional information: the patient sample is not available for further testing and investigation. Siemens healthcare diagnostics is awaiting further information from the customer. MDR 1219913-2018-00091 supplemental report 1 and 1219913-2018-00092 supplemental report 1 were filed for the same event.